Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient had complex regional pain syndrome (crps) on their right leg and did well with test leads. However, the patient had severe pain in their abdomen immediately after the paddle leads were placed. The symptoms did not go away after the leads were removed that same day. It was noted that the abdominal pain started upon awakening from the procedure on (B)(6) 2018. The pain had varied since the lead was removed from the t10-t11 space but was still present. The patient was also experiencing pain in their left leg. No further complications were reported or anticipated. Indication for use is unknown.